Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a sleeve gastrectomy procedure, the stapler misfired at the top of the sleeve. As the firing was taking place, the firing slowed down. The doctor then stopped and tried firing again, but it would not continue firing. The staple reload was then opened. To correct this condition, a new staple reload was used. There was no patient injury. There was a small delay in the procedure. There was no blood loss or extension of incision by more than 1 inch. No tissue loss or damage. Nothing fell into the patient cavity. A seamguard reinforcement material was used.